Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by review of the error log as well as reproduce the error by priming the wash. During troubleshooting, fse identified leaking from the wash syringe. Fse replaced the wash syringe and validated the analyzer by running the daily check and quality control (qc) with results within acceptable range. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: {2239] bf probe 1 purge failure cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. Action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The most probable cause of the reported event was due to failure of the wash syringe.

Event description:
A customer reported error "2239 bf probe purge failure" on the aia-900 analyzer. The customer replaced the probe tip and primed the wash, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), prolactin (prl), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.